Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and a hypoglycemic event was reported. The patient stated they were at a restaurant with her family and had a low event but the alarm on the receiver did not sound. It was indicated that the restaurant manager called 911 and when the paramedics arrived, they transported the patient to the hospital. The patient was given intravenous (IV) therapy (contents unknown) and stayed in the hospital for a few hours until she stabilized. At the time of contact, the patient was recovered. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.